Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her programming system was not operating properly, as it would not communicate with patients' vns therapy pulse generators. Programming handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and it was identified that the ac adapter was damaged and no longer able to provide consistent power to the handheld. Once a known good ac adapter was used, no anomalies with the device performance were noted during testing using ac adapter or the main battery with a full charge.